Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case

Event description:
It was reported that the physician, who is trained in use of the device, attempted a femoral arteriotomy closure using the starclose vascular closure system after an unknown interventional procedure. There was a carving issue. Resistance was met during thumb advancement and the entire sheath split wasn't completed. The clip was not fired. Vessel access was lost and hemostasis was achieved with manual compression and femstop. There was no patient injury and no additional information available.